Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported multiple blunt knives. Event details, number of occurrences and patient involvement are unknown. Additional information has been requested. This is two of two reports for this facility.

Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of blunt knives; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The manufacturer internal reference number is: (B)(4).